Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime compromised force sensor system test, excessive no delivery test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had condensation under the screen. The customer¿s blood glucose was unknown at the time of the incident. The customer states was calling to report sensor glucose vs blood glucose incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.